Event description:
It was reported that the patient's pump and catheter were explanted due to infection. The patient's reported having redness at the pump pocket. The entire system was explanted on (B)(6) 2012. There were cultures taken of the pump pocket, but the results were unknown to the reporter. As of (B)(6) 2012 the infection had "cleared up" for the patient and a new pump implant was being planned for winter. The medications in the pump were morphine and bupivacaine. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Product ID, 8709 lot# l59232 , implanted: 1999 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis on the pump showed no anomaly found. Catheter arrived in 3 segments. Final analysis of the catheter revealed no significant anomaly. A dark material in one of the dispensing holes of segment 3. Foreign material found on surface of segment 2. A slice cut was also noted no the body of segment 2, likely done during explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.